Manufacturer narrative:
Investigation determined device operated as intended. The pump went to zero flow in response to stop inlet pressure being triggered. A temporary communication issue resulting in a pressure link error occurring while the safety was triggered caused the flow to remain low.

Event description:
User reported a pump stop due to unavailable pressure measurement. There was no patient harm; however, spectrum medical considers pump stop events to be reportable.